Manufacturer narrative:
The device was not returned to the manufacturer for evaluation as it was discarded by the facility. The device history records for all devices intended to be implanted were reviewed (sk14 and 1405-4051) and no issues were identified during the manufacture and release of the devices that could have contributed to the problem reported. It was reported that after an initial bunion surgery on (B)(6) 2020, a broken plate was observed while reviewing radiographic images from a postoperative follow-up. All hardware was removed in a revision surgery on (B)(6) 2021 with no replacement required as the patient's bones were completely fused/healed. There was no other report of any patient impact or injury as a result of this event. Although a number of factors could have contributed to the breakage of the plate, it was likely subjected to excessive bending stresses which resulted in the breakage. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2020, a broken plate was observed while reviewing radiographic images from a postoperative follow-up. All hardware was removed in a revision surgery on (B)(6) 2021 with no replacement required. There was no other report of any patient impact or injury as a result of this event.